Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 407mg/dl and a bent cannula. Troubleshooting was performed and found that the infusion set was in for 1 day and that the tape was not adhering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they will monitor the pump and declined further troubleshooting after realizing that the cannula was bent.